Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the device was outside of original packaging. The anchors and suture have been removed from the needle. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were returned detached from the needle. The distal tip of the needle is bent. The actuator tip appears to be in the t2 pre-deployment position. A functional evaluation revealed the device can't be functioned properly due to bend in needle. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, t1 and t2 on the fast-fix were deployed at the same time after the trigger has been pushed. Both t's were retrieved form inside the patient. The procedure was completed with a backup device and no significant delay nor further complications were reported.